Manufacturer narrative:
Us customer contacted cepheid to discuss results. Patient #1: on (B)(6) 2022, sample #1 was collected from patient #1. Patient was symptomatic at the time of collection. Sample was transported from drive-thru where it was collected to testing area at room temperature. On (B)(6) 2022, the sample was tested per pi using xpert xpress cov-2/flu/rsv plus (sars/flu adf only) and resulted sars-cov-2 positive; flu a positive; flu b negative. Result was reported to physician. Sample #1 was retested per pi on (B)(6) 2022 using xpert xpress cov-2/flu/rsv plus (sars/flu adf only) and resulted sars-cov-2 negative; flu a positive; flu b negative. Sample was stored at room temperature between tests. Result was reported to physician. On (B)(6) 2022, sample #2 was collected from patient #1. The sample was transported from collection area to testing area at room temperature. On (B)(6) 2022, sample #2 was tested per pi using xpert xpress cov-2/flu/rsv plus (sars/flu adf only) and resulted sars-cov-2 negative; flu a positive; flu b negative. Result was reported to physician. While cepheid was in process of gathering information, the customer reported an additional discrepant had occurred. Patient #2: on (B)(6) 2022, a sample was collected from patient #2. The patient was symptomatic at the time of testing and is an infant. Sample was transported from drive-thru where it was collected to testing area at room temperature. On (B)(6) 2022, sample #1 was tested per pi using xpert xpress cov-2/flu/rsv plus and resulted sars-cov-2 positive; flu a negative; flu b negative; rsv positive. Result was reported to physician. Due to co-infection result sample #2 was collected from patient #2 on (B)(6) 2022. Sample was transported from collection area to testing area at room temperature. This sample was not collected in drive-thru as it was after hours. On (B)(6) 2022, sample #2 was tested per pi using xpert xpress cov-2/flu/rsv plus and resulted sars-cov-2 negative; flu a negative; flu b negative; rsv positive. Result was reported to physician. No known patient harm due to discrepant results. This case involves two patients with questionable positive results by xpert xpress cov-2/flu/rsv plus test. Patient #1 was positive for sarscov2 and flua. Repeat testing twice give reproducible results for flua, but negative results for sarscov2. Patient #2 was positive for sarscov2 and rsv. Repeat test was reproducibly positive for rsv. Cov2 target was negative but showed weak endpoint. Pcr curves were not provided. From test reports there was no evidence of product malfunction or interference. No reported harm to patients. The likely root cause is target/s near limit of detection or near cut-off. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss results. Patient #1: on (B)(6) 2022, sample #1 was collected from patient #1. Patient was symptomatic at the time of collection. Sample was transported from drive-thru where it was collected to testing area at room temperature. On (B)(6) 2022, the sample was tested per pi using xpert xpress cov-2/flu/rsv plus (sars/flu adf only) and resulted sars-cov-2 positive; flu a positive; flu b negative. Result was reported to physician. Sample #1 was retested per pi on (B)(6) 2022 using xpert xpress cov-2/flu/rsv plus (sars/flu adf only) and resulted sars-cov-2 negative; flu a positive; flu b negative. Sample was stored at room temperature between tests. Result was reported to physician. On (B)(6) 2022, sample #2 was collected from patient #1. The sample was transported from collection area to testing area at room temperature. On (B)(6) 2022, sample #2 was tested per pi using xpert xpress cov-2/flu/rsv plus (sars/flu adf only) and resulted sars-cov-2 negative; flu a positive; flu b negative. Result was reported to physician. While cepheid was in process of gathering information, the customer reported an additional discrepant had occurred. Patient #2: on (B)(6) 2022, a sample was collected from patient #2. The patient was symptomatic at the time of testing and is an infant. Sample was transported from drive-thru where it was collected to testing area at room temperature. On (B)(6) 2022, sample #1 was tested per pi using xpert xpress cov-2/flu/rsv plus and resulted sars-cov-2 positive; flu a negative; flu b negative; rsv positive. Result was reported to physician. Due to co-infection result sample #2 was collected from patient #2 on (B)(6) 2022. Sample was transported from collection area to testing area at room temperature. This sample was not collected in drive-thru as it was after hours. On (B)(6) 2022, sample #2 was tested per pi using xpert xpress cov-2/flu/rsv plus and resulted sars-cov-2 negative; flu a negative; flu b negative; rsv positive. Result was reported to physician. No known patient harm due to discrepant results.